Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a low scan of 2.1 mmol/l on the sensor when compared to a healthcare professional meter result of 7.5 mmol/l. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer became hypoglycemic and was unable to self-treat, requiring treatment of glucose, biscuit, and insulin (dose/type unknown) from a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.